Event description:
Patient was revised to address acetabular cup loosening and pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update rec'd 5/9/2013 - ppd and medicalrecords received. After review of the medical records the revision operativenote indicated pain, metallosis, and corrison on the stem. The stem is beingadded to the complaint. There was no mention of a loose cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected: brand name, device product code, catalog #/lot #, implant date, PMA/510(k) #, manufacture date.